Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the insulin pump had alarmed motor error. The customer's blood glucose was 110 mg/dl. Troubleshooting was performed for the device and it was concluded the device needed to be replaced. Customer was advised the device needed to be replaced and agreed to return it for analysis.